Event description:
(B) (4). Same case as 2134265-2010-02065, 2134265-2010-02064. It was reported that during a coronary artery stenting procedure the patient experienced bradycardia. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 20.0 mm long with a 5.0 mm reference vessel diameter. While introducing the first filterwire ez the delivery sheath failed and the guidewire bent or kinked. A second filterwire ez was used and a carotid wallstent was successfully implanted. The site reported at an unspecified time during the procedure, the patient developed sinus bradycardia. The patient was treated with medication and the event was considered resolved without residual effects. Following post-dilatation, residual stenosis was 20%. The patient was discharged the next day.

Manufacturer narrative:
(B) (4). Device evaluated by MFR: device was received with the filter wire coiled inside a plastic bag then placed in its shelf carton. The filter bag was retracted fully into the delivery sheath with 5 mm of the nosecone exposed out of the distal tip. The radiopaque tip of the protection wire was slightly bent. The wire torquer was left on the filter wire at approximately 151.5 cm, measured from the distal tip of the protection wire. Using the wire torquer that was attached to the protection was able to perform sheathing / unsheathing, tests with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause for the event of arrhythmia-bradycardia, is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).